Event description:
Customer reported: upon opening the packaging, it is noted that the needles are not fixed stably on the bases. The incident occurs several times a day and on several different batches.